Manufacturer narrative:
Investigation ¿ evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for evaluation. Additional information, including photos, operating reports, x-rays, and scans was requested. The reporter indicated that no such information is available. Without the complaint device, a physical investigation was not able to be completed. The investigation included a review of complaint history, documentation, the instructions for use, manufacturing instructions, and quality control data. There have been numerous verification and design validation activities performed that have shown the device meets design input requirements and user needs. The device history record could not be reviewed as the lot number of this device was not provided. A review of complaint history for this product/lot number combination was not able to be reviewed without the lot number. The device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU " inaccurate placement and/or incomplete sealing of the aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis." Additionally, "pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event. The completion angiogram should be reviewed carefully to determine if further treatment in these regions is necessary. Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed." Kink formation in the graft can be due to external compression on the device, inappropriate device sizing, the presence of tortuous vessels, and patient's pre-existing conditions (mild occlusive disease and mild calcification) or graft angulation. The patient had hypertension, hyperlipidemia, and was a former smoker; this would predispose them to thrombus formation. However, there is no evidence that thrombus development led to the kinking. Additional information regarding the procedure was requested. However due to this being a clinical study, no more information was provided. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
On (B)(6) 2014 the patient was treated for an asymptomatic aneurysm, maximum diameter 5.3 cm, with a zenith flex with spiral-z technology aaa endovascular graft with bilateral iliac legs and right iliac leg extension. There was no reported difficulty deploying the devices. They were intact and patent with no kinks or endoleak at the end of the procedure. On (B)(6) 2014, at the post-procedure follow-up imaging showed the devices were intact and patent, with no evidence of stenosis, migration, or endoleak. A kink was reported in the left iliac leg. On (B)(6) 2014 the patient underwent a successful secondary intervention consisting of angioplasty and placement of a non-covered stent. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2015, at the 12-month follow-up the CT scan revealed the devices were intact and patent with no evidence of migration, kink, or endoleak. On (B)(6) 2016, at the two-year follow-up the CT scan showed the devices were intact and patent with no evidence of stenosis, migration, kink, or endoleak. The patient has completed 2 years of the planned 5 year follow-up and remains in the study.